Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that the examination control console (ecc) was not working properly. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective component. The investigation showed sporadic connection problems with the examination control console (ecc) during the procedure. As a result, the buttons on the ecc were grayed out and not functional. A system restart did not solve the problem. The siemens service engineer found mechanical damage in the ecc cable entry which could lead to a sporadic interruption of the supply line. As a result, system functionality may be limited as touch screen keys are no longer available. It is difficult to prove this as the technical condition of the system has been changed on site in the meantime. However, the expert's thesis is supported by the fact that the system functioned as specified after the damaged cable was replaced. Furthermore, the ecc is only an extension of the image visualization system (ivs). All actions carried out at the ecc can also be carried out in the control room at the ivs. This means that the customer could have operated the device from the control room, but decided to perform the procedure on another system. The damaged cable has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.